Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event if band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the first and second bands were able to normally deploy. However, the third band could not be released at all. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Block h11: the speedband superview super 7 device was returned, and during visual inspection, it was found that the slack was taken up and the handle had evidence that the trip wire was secured to the post. Additionally, the ligator housing was not returned for analysis. No other problems with the device were noted. The reported event of band unable to deploy was not confirmed. The investigation found that the device was returned without any damage in the handle, however, the ligator housing was not returned for the analysis. The most probable cause of the reported issue cannot be established due to lack of evidence. The ligator housing was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the first and second bands were able to normally deploy. However, the third band could not be released at all. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.